Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual evaluation missing scale marking on the barrel is observed. A device history review was performed for lot 2166826 , maintenance records related to the failures reported were found. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Possible root cause for scale marking issue is associated with failure in the marking system, which was corrected through the maintenance order, with no further actions being proposed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: 1 unit with scale printing defect on the syringe body.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe there were scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: 1 unit with scale printing defect on the syringe body